Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented for follow up with a device exhibiting intermittent post paced t-wave oversensing. The device was reprogrammed. No further issues were reported.